Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of urination and increased thirst. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the living room. During the call, a back to back blood test was performed by the customer and produced test results of hi and hi display fasting using meter. The test strip lot manufacturer's expiration date is 1/31/2021 and open vial date is one week ago. The meter memory was reviewed for previous test result history. (B)(6).